Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch verio iq meter read inaccurately high compared to another device. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 7:41pm. The patient reported blood glucose results of ¿107 mg/dl¿ with the subject meter and ¿69 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. It is not known how the patient manages his diabetes or if changes were made to his usual management routine. On the evening of (B)(6) 2013, a couple days prior to the start of the alleged issue, the patient claimed he felt symptoms of confusion, shaky and tired. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. Based on the information provided at this time, there is no indication that the product caused or contributed to a serious injury. The patient¿s symptoms started a couple days before the reported issue first occurred. There was no indication that the patient¿s symptoms deteriorated since the patient did not receive any form of medical intervention. However, this complaint is being reported because the subject meter did not meet lfs¿ accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (03/21/2014)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2014 and evaluated by product analysis (pa) on (B)(4) 2014 with the following findings: the meter passed testing, met specification, and no faults were found; pa was unable to duplicate the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.